Event description:
It was reported that this right ventricular (rv) lead was removed and replaced due to high pacing thresholds and lead insulation damage. A subclavian crush was visible in fluoroscopy and on the lead when it was removed. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed, approximately 235 millimeters from the terminal pin. A mid-body portion of the lead appeared to be missing. Testing was completed of the returned portions of the lead, to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found surface abrasions and cuts in the insulation only. There was one set screw mark on the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations. However, a portion of the lead was missing and not returned.

Event description:
It was reported that this right ventricular (rv) lead was removed and replaced due to high pacing thresholds and lead insulation damage. A subclavian crush was visible in fluoroscopy and on the lead when it was removed. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.